Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Both meter and strips appear undamaged with no defects and clean on the outside. Master lot and retention meter. Marcumar 3: 2.4 inr. Marcumar 4: 7.0 inr. Customer strips and customer meter. Marcumar 3: 2.4 inr. Marcumar 4: >8.0 inr. The maximum difference between measurements with the same blood sample was 14 % inr the slight difference has been observed between the values of the master lot and the customer test strip lot, which is caused by a different master lot has been used for the calibration of the customer lot. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient from a coaguchek xs meter serial number (B)(4). The first result from the meter was 4.6 inr. The second result from the meter was 2.2 inr. The third result from the meter was 4.0 inr. The nurse used a different finger for each fingerstick. A venous blood sample was collected and the result in the laboratory was 3.3 inr. The test method was not provided. There was no allegation of an adverse event. Relevant retention test strips (lot 286320-14) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction removal report no.